Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: france. Associated item number: 00770301500; item name: z.s.g.m. Cutter 1.5:1 ratio (caution: sharp ); serial # (B)(6). Associated item number: 00770302000; item name: z.s.g.m. Cutter 2:1 ratio (caution: sharp); serial # (B)(6); associated item number: 00770303000; item name: z.s.g.m. Cutter 3:1 ratio (caution: sharp ); serial # (B)(6). Associated item number: 00770304000 item name: z.s.g.m. Cutter 4:1 ratio (caution: sharp ); serial # (B)(6). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the product was not in use and was sent in for preventative maintenance. There was no event or malfunction that led to the device being sent for preventative maintenance. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete and no additional information is available. The device was found to have a damaged comb.